Event description:
Reporter alleged that compact blood glucose test strips were labeled with an expiration date of 12/2007. The manufacturer's batch records show the actual expiration date to be 03/31/07. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.